Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016- patient was diagnosed with bilateral inguinal hernia, thereby underwent laparoscopic repair with implant of 3dmax meshes (device 1 and 2). Per op notes, ¿inguinal canal weakness and some tearing was noted. A 3dmax meshes (device 1 and 2) was placed on the right and left inguinal region and sutured¿. On (B)(6) 2017- patient was diagnosed with bilateral muscle injury, thereby underwent open repair with partial explant of 3dmax meshes (device 1 and 2). Per op notes, ¿the ilioinguinal nerve was preserved¿.